Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the motor didn't advance and there were no alarms in insulin pump. The customer¿s blood glucose level was 500 mg/dl. The customer uses insulin pen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unable to perform the basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. However, the motor functioned properly during testing. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device had a missing reservoir tube o-ring, minor scratched display window, cracked case at display window corner, and a broken belt clip slot.